Manufacturer narrative:
The device was not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Information identified: healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. The healing abutment in question was returned for evaluation. The functional test confirmed the complaint that the healing abutment would not seat. A singular cause cannot be determined. UDI: (B)(4).

Manufacturer narrative:
Additional 510k number is k013227. Zimmer biomet complaint number (B)(4). Implant remains implanted

Event description:
It was reported that the abutment (hc445) does not seat in the implant ((B)(4)). The implant was re-threaded and still remains implanted. The procedure was able to be completed.